Event description:
Instrument jaw reported to have broken off during use in surgery. Problem was not noted until device was being cleaned. An x-ray revealed the piece was inside the pt. A second surgery was conducted to retrieve the piece; however, the surgeon was unsuccessful and left the piece in the joint.